Event description:
2026-01-22: integrum was informed that axor ii unit (B)(6) has fallen off from the abutment. No injury reported. The unit has not yet been received, hence no technical investigation performed.

Event description:
2026-01-22: integrum was informed that axor ii unit i9527 has fallen off from the abutment. No injury reported. The unit has not yet been received, hence no technical investigation performed. 2026-03-07: technical investigation of unit i9527 performed. During investigation, the failure could not be replicated, the unit passed all functional tests. During service, the unit was cleaned, the bending punch replaced and the unit was functionally tested according to specification with approved results.